Event description:
A customer reported obtaining high readings on his precision xtra/optium blood glucose meter and those readings reportedly influenced the doctor to decrease the amount of an unk medication the customer was taking. The customer reported experiencing dizziness and headaches, and going to the hospital. Although the customer reported being diagnosed with severe hyperglycemia, it is unk the kind of medical treatment the customer had. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter with the serial number xcd062-8110. The complaint is still under investigation and a follow-up report will be filed once the investigation is completed. The customer reported receiving readings within ten minutes. Results of 145 mg/dl and 128 mg/dl were plotted against the average on a parkes error grid. The results fell into the "a" zone showing the difference in values was not clinically significant.